Event description:
On april 20, 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra mini meter was giving inaccurately high readings. On may 1, 2008, the sr. Medical affairs specialist contacted the pt to obtain and verify info. Since using the new reported meter for two months, the pt had obtained blood glucose readings 'in the high 300's' mg/dl, which were high compared to results obtained on a second meter. On an unspecified date, the pt obtained the reading of 300 mg/dl on the reported meter, and a reading of 18 mg/dl on her friend's meter. At that time, the pt was experiencing no symptoms. The pt had hypoglycemic unawareness; however, a reading of 18 mg/dl is considered to be inconsistent with her being asymptomatic. The pt's friends took her to the emergency room. The emergency room was too busy for her to be seen; an hcp recommended she return home and eat crackers and drink juice. The pt did so, and one hour later, she obtained the blood glucose result of 159 mg/dl on the second meter. The pt takes humalog insulin on a sliding scale and lantus insulin 6 units in the morning and 3 units in the evening. The pt adjusted her humalog insulin doses based on the elevated readings obtained on the reported meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined that the meter was programmed for the incorrect calibration code number for the lot of test strips in use, which can cause inaccurate readings. The cca talked the pt through entering the correct calibration code number. Quality control testing was then performed, with passing results. The meter, test strips and control solution were replaced. The pt claimed that she obtained a low reading below 40 mg/dl after taking insulin based on elevated readings on the lfs meter. She stated that for the past two months readings on the lfs meter, readings were higher than expected and higher than her other meter. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate them,